Event description:
Boston scientific received information that upon interrogation, this left ventricular (lv) lead was found to have increased threshold measurements, resulting in loss of capture. The pacing configuration was changed and output was increased to achieve capture. An x-ray confirmed that this lead dislodged. This lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.